Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurate low as compared to the patient's feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2011 at 4:00am, the patient obtained the low readings of '181, 135, and 159mg/dl'. The reporter stated that the patient manages his diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to his normal diabetes management routine in response to the reported issue. At an unspecified time after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of 'vomiting'. The cca was informed by the reporter that on the same day, (B)(6) 2011 at 7:30am, the patient was taken to the ER where they tested the patient on their meter (unknown device) and obtained a reading of 'hi' and shortly after, was administered with 9.5units of insulin (unknown type). At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. Although the patient's symptoms do not meet the criteria of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing. The retain test strips had a low bias result at 100 mg/dl with a blood sample. A DHR review for the meter was unavailable since the meter serial number was not reported with the complaint.